Event description:
It was reported via repair work order that the head end of the bed would not raise or lower. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.